Event description:
Event description: stent lost off balloon (inside patient). On october 5,2016: a phone call was received yesterday from a tech at (B)(6) telling that she was in a case friday evening with dr. (B)(6) when a nirxcell came of the balloon. Dr. (B)(6) used 3 nirxcell's in the rca after using diamondback with no issue. He then tried to place a nirxcell in a lad lesion that was having tracking difficulty so when he was pulling it back the stent came off the balloon in the lad. He was able to take 3 different size balloons and inflate the stent to the vessel wall. He then used 2 integrity stents to finish the procedure on the lad. I have asked for the size stent and lot number but this is all I know". Lesion calcification was high and vessel calcification was medium. There was no harm to the patient.